Manufacturer narrative:
(B)(4). This complaint for a low drain volume alarm occurred during initial drain was not confirmed due to a lack of sample. The lot number is unknown, therefore, a batch review was not performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through reference (B)(4).

Event description:
While troubleshooting with global technical services (gts), the patient stated they noticed air in the patient line. Gts advised the patient they would need to start over with new supplies. Gts then assisted the patient in ending therapy. The patient elected to start over with new supplies. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Sample availability is unknown at this time. A follow-up report will be submitted upon the completion of baxter's investigation.